Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance warning was alerted on the right atrial (ra) lead. Low impedance was noted. Atrial events appear to be falling in blanking/refractory at times possibly triggering atrial tachycardia (at) / atrial fibrillation (af) device classified termination of at/af event in progress. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.